Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va18zk1, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead.

Event description:
The healthcare professional reported via the manufacturer representative that the patient had discomfort at the pocket site, and the lead and implantable neurostimulator were explanted on (B)(6) 2016 due to infection. It was indicated that the issue was resolved at the time of the report. The patient was implanted for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.